Event description:
It was reported that the non-patient end of the bd autoshield¿ duo safety pen needle was found broken before use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle npe. According to the user's report, the needle npe was found to be broken before use."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.